Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in the scrotum. A surgical procedure was performed, during which the pump and the cylinders were removed, the reservoir remained implanted, and a new malleable device was placed. Upon explant, no device issues were identified. There were no further patient complications reported.